Event description:
The customer reported the coating was peeled off. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the insertion tube fell off the device. This report is being submitted for the malfunction found during evaluation (insertion tube fell off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found there was a leakage due to insertion tube falling off. In addition to insertion tube falling off, service found the bending angle was out of specification due to wear of the angulation wire. Scratches were observed on the control section, the grip, the angle lever, the up down plate, the universal cord, the video cable, the video connector, the light guide connector, and the video connector case due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the customer's reported issue. Information added to b3 and b5.

Event description:
Additional information was received regarding the customer's reported issue (the coating was peeling off of the subject device): the detachment of the coating was recognized during the pre-use check of the device, prior to a diagnostic laryngopharyngeal endoscopy procedure. The intended procedure was completed using a different product of the same type. There was no procedure delay or patient impact due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the dislodgement of the insertion serpentine was due to stress or handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.